Manufacturer narrative:
Literature citation:ken sato, masato honda, souichi nakajima, yuuichi toujou, sinichirou yoshida and yutaka yabe; "results of treating lumbar spinal canal stenosis with x-stop". Age upon surgery was (B)(6) (mean: 69). There were 4 males and 1 female. (B)(6). (B)(4). Neither the device nor applicable imaging films were returned to manufacturer therefore cause of event cannot be determined.

Event description:
It was reported that 5 patients (6 affected intervertebral spaces) who underwent surgery with interspinous vertebral spacer in and after (B)(6) 2012 in an abstract. Post-operative, spinous process fracture, pain, numbness, dysphasia and spinous process fracture is confirmed as complication in one patient.